Event description:
Per independent repair center statement, unit will not start. The key failure is that the capacitor of the compressor has a short circuit. Other issues were that the intake filter of the sound box is dirty/stained, the pilot valve of the manifold is leaking, the tie strap of the sieve beds are defective, the pilot valve o-ring of the manifold is defective, the cabinet filter is dirty/stained, and the 3/8" hose clamp of the manifold was defective.